Manufacturer narrative:
Second operator prof. (B)(6). Device analysis: the lotus edge system was returned for evaluation. The device was returned in a sheathed configuration. The outer sheath was compressed 100cm proximal to the outer sheath tip. The device was then unsheathed, the valve was attached and an inspection of the valve found no issues. The compression on the outer sheath released once the device was unsheathed and the outer sheath returned to its usual shape. No issues were noted with the device. No media was received for this case.

Event description:
It was reported that failure to advance the lotus edge valve system occurred. A 27mm lotus edge valve system was selected to treat a tortuous aortic anatomy. An extra stiff non bsc guidewire was introduced to straighten the aorta. The lotus edge valve system was inserted but it was not possible to advance across the tortuous aortic anatomy into an implantable position. After two attempts it was decided to exchange the device for a more flexible system and a 34mm non bsc valve was implanted. No patient harm was reported.

Manufacturer narrative:
Second operator (B)(6).

Event description:
It was reported that failure to advance the lotus edge valve system occurred. A 27mm lotus edge valve system was selected to treat a tortuous aortic anatomy. An extra stiff non bsc guidewire was introduced to straighten the aorta. The lotus edge valve system was inserted but it was not possible to advance across the tortious aortic anatomy into an implantable position. After two attempts it was decided to exchange the device for a more flexible system and a 34mm non bsc valve was implanted. No patient harm was reported.